Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 6/7f mynxgrip vascular closure device (vcd) had a hole in the balloon. Another unknown mynx grip device was used and the procedure was completed. There was no reported patient injury. The user is trained to the device. The device was stored properly and opened in a sterile field. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 6f/7f, which was involved in the reported complaint, was returned for investigation inside a plastic bag. Upon visual inspection, it was observed that the shuttle was engaged with the black handle. The syringe was received connected to the device, and the stopcock was noted to be open. The sealant and the advancer tube were returned in their manufacturing position, while the balloon was received fully deflated. Additionally, the procedure sheath was not returned for evaluation. No other anomalies or damages were observed during the visual inspection of the received device. During this evaluation, the balloon was fully inflated, and the pressure was maintained. The balloon was able to be inflated and deflated properly, with the inflation indicator functioning as intended, according to the mynxgrip instructions for use (IFU). The reported event of ¿balloon loss of pressure¿ was not observed through analysis of the returned device. The device was received with the balloon intact and no leakage was observed. Inflation was successfully maintained. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) had a hole in the balloon. Another unknown mynx grip device was used and the procedure was completed. There was no reported patient injury. The user is trained to the device. The device was stored properly and opened in a sterile field. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.